Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "pain", "discomfort", "implant cracking". Later healthcare professional reported "breast prosthesis capsule (linguine sign) - conforming to intracapsular rupture", "leakage of the silicone gel into the capsule is confirmed", "prosthesis capsule ruptured", "prothesis replacement due to rupture" .this record is for the right side. Device was explanted.